Event description:
It was reported that the patient went through ¿quazzy¿ withdrawal but was not currently. The process started for withdrawal on (B)(6) 2014 and each week they were taking about 20-30% of the medication out because, the patient was very high. The patient¿s dose changed on (B)(6) 2014. At the time of report, the patient was ok and their health care professional (hcp) had it under check. It was noted that the lioresal was hard to get out of her and needs to get it out because of the swelling. The patient started swelling three weeks ago from dilaudid. The patient reported that their bolus machine was taken away because of the withdrawal process. The patient indicated that the swelling will go away and she will be able to put shoes and slippers on, will feel better and be a better person. The patient went a long time without an increase but when she gets a dilaudid increase, the patient swells and morphine does the same thing. The patient does not do well on fentanyl and prialt is a miracle drug but it is not good for gi tract. The patient was limited and did not want to go on oral medication. The patient reported they were very drug sensitive. It was noted that with ¿cocktail¿/moving drug around can be difficult. The patient¿s health care professional (hcp) was very aware and monitoring the patient. The hcp was attempting to figure the medication out. The patient had terribly severe chronic pain, lupus, and thyroid but when the pump is on time, the pain level will go from a ¿12 to 3¿ (on a pain scale) and the pump is a ¿god send¿. The pump was used lioresal and dilaudid. The patient takes phenergan for nausea, baclofen 10 mg tid, percocet and klonopin if needed. Additional information received later indicated the patient did not have any concerns with their device or therapy. The patient received assistance from their health care professional or manufacturer¿s representative. An appointment date of (B)(6) 2014 was provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).